Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges end user backed off a curb and sustained injury.

Manufacturer narrative:
The device was returned and evaluated. The text of the complaint does not mention that there was any malfunction of the chair. Further, no issues were experienced during an extensive ride.

Event description:
Alleges end user backed off a curb and sustained injury.